Event description:
It was reported by svc report that the footboard lockout leds were not functioning and the fowler was drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler motor; footboard assembly.